Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The product has not returned for analysis, however, picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and an internal wire of the octaray catheter was seen on intracardiac echocardiography floating within the chamber, but it was still connected to the catheter. The catheter was replaced and the issue was resolved. The same vizigo was used with the second octaray without incident. The wires were noticed ¿floating in the left atrium¿ when the soundstar was in use. The procedure was continued. No adverse patient consequence was reported. Additional information indicated that the sheath did not appear physically damaged and performed as intended when a new octaray catheter was introduced.